Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the atrial lead and right ventricular lead showed oversensing and pacing inhibition. The device showed elevated short v-v intervals. When the device was removed from the pocket it was noted that a large amount of blood was in the grommets and header. When the leads were tested through the analyzer both atrial and right ventricular leads showed oversensing and inhibition. Also when a portion of the right ventricular lead was removed a lead fracture was noted. Both leads and device were removed and replaced. No patient complications were reported as a result of this event.